Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
During a primo-implantation of a triple chamber defibrillator, after all three leads were connected to the subject defibrillator, the impedance test showed an impedance greater than 3000 ohms on the right ventricular channel. Several attempts at unscrewing and screwing were made, with the same result. The right ventricular lead test on a pacing system analyzer (psa) showed that there was no problem with it. There were no patient consequences because the product has not been implanted.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
During a primo-implantation of a triple chamber defibrillator, after all three leads were connected to the subject defibrillator, the impedance test showed an impedance greater than 3000 ohms on the right ventricular channel. Several attempts at unscrewing and screwing were made, with the same result. The right ventricular lead test on a pacing system analyzer (psa) showed that there was no problem with it. There were no patient consequences because the product has not been implanted.